Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device was charged and will boot. Functional testing was performed and there was no failure detected. A global receiver test performed and passed. A manual test was performed and there was vibration omitting from the device. A review of the downloaded data log did not find any errors related to the customer complaint. The device was opened for an interior visual inspection and passed. Vibrator motor resistance was measured and fell within the device specification. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver intermittent vibration could not be determined. A root cause cannot be determined.